Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call, customer was experiencing high blood glucose of 600 mg/dl, treated with pen. Troubleshooting was performed and it was found very small bubbles. Customer was assisted with purging the air bubbles. Manual prime was performed and insulin did exit the quick release. Customer was able to remove the site and it was noted the cannula was bent. High pressure was performed and the device passes. Customer's mother was advised to do a complete set change. Customer's mother is not returning the insulin pump for analysis.